Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump was also received with scratched keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was blank and dent on the lower part. The customer¿s blood glucose level was unknown. The customer also reported that the contacts of the battery cap are corroded. The customer also reported that the battery compartment was corroded. Customer states the spring was not corroded. The customer also reported that the insert battery alarm did not display on the insulin pump screen. The customer reported that the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.